Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5146826) in relation to a dreamstation2auto CPAP device. The manufacturer received information alleging grey and black particles in the device. Additionally, the patient alleges ground glass opacities in the lungs from previous defective recalled device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
The manufacturer previously reported information in relation to a medwatch (mw5146826) form on a dreamstation2auto CPAP device. The manufacturer received information alleging grey and black particles in the device. Additionally, the patient alleges ground glass opacities in the lungs from previous defective recalled device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. On the previously submitted report, this complaint was reported as uno complaint while it is not. It is corrected on this report.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5146826) in relation to a dreamstation2auto CPAP device. The manufacturer received information alleging grey and black particles in the device. Additionally, the patient alleges ground glass opacities in the lungs from previous defective recalled device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.